Event description:
On (B)(6) 2013, the reporter, a home health nurse, contacted animas and alleged the following: she placed an infusion set in the patient at his home on (B)(6) 2013. He apparently told her that he felt fine. No blood glucose (bg) value was provided for that visit. She went to visit the patient on (B)(6) 2013 and found the patient off the pump. She tested his bg which read 'hi: the bg number was not displayed. He was nauseated, had been vomiting since the evening before, had decreased o2 saturation, and labored breathing. The nurse immediately pulled out the set. She cannot recall the status of the cannula but thinks it was 'dislodged.' She cannot confirm or deny if the set was bent, leaking or had blood in it. The nurse put in a new set, gave a correction with syringe and called ems. The patient was hard of hearing and blind and relied on his wife for his diabetes care. The nurse assumed that the wife did not give the insulin needed for correction and that the hyperglycemia had been ignored. It is unknown if the wife had tested the patient's bg between nurse's visits. The patient's son reportedly stopped by 1 hour prior to the nurse's visit on (B)(6) 2013 and found the patient vomiting and nauseated. The son thought the bg was low and removed the pump. It is unknown what other actions the son took after the pump was removed. The patient was taken to the hospital and was admitted to ICU with bg of 900mg/dl. He was given IV insulin and was put on a ventilator. The patient did not resume continuous subcutaneous insulin infusion therapy with the animas pump. When he ate, he aspirated on the food and expired. The nurse reported the date of death was (B)(6) 2013, the cause of death was aspiration and there was no indication of a pump issue. She does not know what information was on the death certificate. There is a possibility that the infusion set may have been kinked or incorrectly inserted. There is also a possibility that the family member who cared for the patient did not use the animas insulin pump correctly or mismanaged the patient's hyperglycemia. These factors, and others, may have contributed to the high bg which triggered the patient's need for hospitalization and his eventual demise. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's death.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error may be considered as contributory. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.